Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited rapid battery depletion from 2022 to 2023 and reached eri. The device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at end of service (eos) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Electrical testing revealed high current drain from the hybrid. An anomalous hybrid was found to be the root cause of the high current drain and premature battery depletion.